Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a possible set screw or connection issue in the header of the implantable cardioverter defibrillator (ICD). Due to this, the left ventricular (lv) lead was exhibiting a high, out of range impedance measurement as well as high and unstable thresholds. The device and lv lead were reprogrammed. It was also noted that the right ventricular (rv) lead exhibited noise. The lv lead was explanted and replaced and the rest of the system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.